Manufacturer narrative:
Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that when the adapter plugged into the EU plug, the weight of the adapter created a gap between the block and the plug. This led to a false contact. The end user noted traces of a micro arc on the contacts. The end user believed that this presented a risk of overheating. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.